Event description:
Unomedical reference number (B)(4). Event occurred in france. On (B)(6) 2023, a child patient was hospitalized due to high blood glucose levels. During the hospitalization, it was noticed that the cannula was bent, which caused the elevated blood glucose levels. As a result, the pump was removed, and the patient was administered with intravenous insulin. This intervention successfully brought the patient's blood glucose levels down and stabilized it. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.